Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03803. It was reported the pt experienced increased pain in this thigh/hip area on the second day of having his trial scs leads. A sjm representative was able to resolve the issue with reprogramming. It was also reported the pt experienced skin irritation from the surgical tape which resulted in blisters. Subsequently, the area was retaped. Moreover, it was reported the pt has experienced muscle spasms; however, he is receiving greater than a 50 percent reduction in pain.